Event description:
Followiong treatment, the pt's condition resolved in 1.5 weeks with no further complications being reported. Blood cultures were negative and consultation with an infection disease physician confirmed that no infection was present.

Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 5fr sheath in the right common femoral artery. Following the deployment, the pt experienced painful ambulation, a low grade fever, pain, redness and swelling in the affected leg. An ultrasound showed no hematoma or pseudoaneurysm and blood cultures were negative. Treatment for the symptoms consisted of antibiotic and steroid therapies. The pt remained hospitalized at the time the report was received with no improvement in condition.